Event description:
It was reported that the tip of the inner shaft of the trial space broke off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the tip of inner shaft broken off. We are not aware of any other complaint regarding to this article. Based on the provided information we are not able to determine the exact cause. We can only assume that a mechanical overload, possibly in combination with wear and tear, caused the complained malfunction.